Event description:
It was reported that during an MRI procedure for her head, the patient complained of a tugging or pulling between the lead and connector and the implantable neurostimulator (ins) hookup site (entire track). The MRI procedure had to be halted. A review of the system determined that it was working fine. The manufacturer representative at the procedure planned to investigate what specifications the MRI department followed and then would call back in. The patient still required an MRI for a non-device related neurological disorder, and did not know if it was safe to proceed.

Event description:
Follow up information received reported confirmed that the patient experienced a pulling/tugging sensation during the MRI procedure. It was also noted that the magnets for the MRI were not engaged at the time of the event and it was confirmed that the MRI procedure was discontinued. The patient was reprogrammed on (B)(6) 2012 and the status check showed that everything appeared normal. No medical symptoms were seen when patient was seen in the clinic and no surgical interventions were required. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID: 37754, serial#: (B)(4). Product type: recharger: product ID: 37744, serial#: (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).